Event description:
A malfunction alarm occurred, identified as malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur. The customer was advised they could continue using the pump and to call back if any malfunctions reappear.